Event description:
During exercise, the patient became weak and started to fall. He denied any symptoms. A nearby physician noted that he apparently was unconscious for a period of time. Soon after admission to the hospital, the patient developed a tachycardia at about 140 ppm which was his programmed upper rate limit. Magnet placement and interrogation broke the tachycardia and adjustments were made. Nine days later, the patient died in an auto accident.